Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The lesion was located in the heavily calcified proximal circumflex artery. A .9 laser was used followed by a 1.5x 20 and 2.0x20mm maverick balloon. Two promus element plus stents were deployed in the proximal circumflex artery (2.5x20mm and 2.5x12mm). A 2.5 x 8mm promus element plus stent was then attempted to be advanced distal to the two previously placed stents but due to the calcification, the shaft kinked and then broke due to the excessive pushing. The separation took place outside of the touhy borst therefore everything was removed successfully from the patient. A 2.5 x 15mm maverick balloon was then placed to the distal lesion and plain old balloon angioplasty (poba) was done. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The lesion was located in the heavily calcified proximal circumflex artery. A .9 laser was used followed by a 1.5x 20 and 2.0x20mm maverick balloon. Two promus element plus stents were deployed in the proximal circumflex artery (2.5x20mm and 2.5x12mm). A 2.5 x 8mm promus element plus stent was then attempted to be advanced distal to the two previously placed stents but due to the calcification, the shaft kinked and then broke due to the excessive pushing. The separation took place outside of the touhy borst therefore everything was removed successfully from the patient. A 2.5 x 15mm maverick balloon was then placed to the distal lesion and plain old balloon angioplasty (poba) was done. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections to the complaint investigation site as a result of a hypotube break located 19.5cm from the strain relief. A microscopic examination of the tip, balloon, and crimped stent found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).